Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. We were unable to verify button error alarm or button/keypad unresponsive due to cracked and bleeding lcd glass. The insulin pump had moisture damage on keypad traces. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 170 mg/dl. The insulin pump had been dropped prior to the alarm. A crack was noted on the display screen. The customer was unable to read the screen properly. The customer also reported that the act button seemed to be depressed. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.